Manufacturer narrative:
Investigation the investigator searched the complaints database looking for any other similar reports. Since (B)(6) 2016, 26 similar complaints have been recorded, from 21 different customers. Vitek ms r&d department has recorded a change request (cr#(B)(4)) in order to limit knowledge base (kb) weakness with poor quality of spectra to a future vitek ms knowledge base. In addition, vitek® pickme could be used to optimize the quality of deposit. There are no capas nor non-conformities that can be linked with customer 's complaint. Fine-tuning: status of instrument fine-tuning was good at the time of acquisition. However, it has been noticed that the number of ¿all peaks¿ and ¿good peaks¿ are quite high compared to the target. Spot preparation quality: the calibrator spot preparation quality by the user was not optimal as the sample ¿all peaks¿ values are heterogeneous. Kb review: customer reported the identification was likely group b streptococcus; however, the expected identification remains unknown because no reference method was used to confirm the identification. Sample data analysis: the sample ¿all peaks¿ values are heterogeneous. The potential misidentification as brucella spp was obtained from the spectra having a low identification score (-0.29) which is near the acceptable limit for giving an ¿identification¿ result or a ¿no identification¿ result (-0.4). Reprocessing data with the current vitek ms kb 3.2 and decreasing the small peaks threshold eliminates the misidentification of brucella spp; spectra lead to "no identification" results. This is likely due to ¿noise¿ caused by the number of ¿all peaks¿ and ¿good peaks¿ being quite high compared to the target. The cause of the misidentification issue as brucella spp is a kb weakness with poor quality of spectra (linked to a non-optimal spot preparation or/and non-optimal fine-tuning). Significant improvements (change request #(B)(4)) have already been made by r&d for next vitek ms kb version to limit misidentification of brucella spp. There were no patient or operator death, no patient or operator harmed, no indirect harm patient reported, no patient harmed/treated incorrectly. Root cause based on the investigation information, the customer experienced this issue due to a combination of non-optimal spot preparation, non-optimal fine-tuning, and a known knowledge base weakness linked with the bad quality of spectra. Conclusion local customer service checked sample preparation with the customer and provided customer training materials to improve their spot preparation technique, as well as reviewing with them mandatory criteria for fine-tuning. They also recommended the customer use vitek® pickme (ref 423551/ 423546) in order to improve the spot quality.

Event description:
Intended use. The vitek® ms system, reference 410895, is a mass spectrometer using maldi-tof (matrix-assisted laser desorption/ionization-time of flight) technology for the identification of microorganisms cultured from clinical specimens. Description of the issue. A customer in united states notified biomérieux of obtaining a group b streptococcus misidentified as brucella with confidence level of 66% when using the vitek ms instrument (reference 410895 - serial number (B)(4)). The result was accidentally approved by the technician despite the 66% of confidence value, but was not reported to the clinician. Therefore, no patient impact has been reported as a consequence of the misidentification. The customer performed additional testing via gram stain, pathodx (latex) and vitek ms with second instrument to identify the strain. A biomérieux internal investigation will be initiated.